Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c1600695 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. The staples appear misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 28 staples remaining in the cover block indicating that at least 7 staples were fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and an attempt to manually realign the staples was made. However, the staples were unable to realign. It was found that the trigger was broken where it connects to the cover block. The sample was sent to the manufacturing site for further investigation. Since the trigger was broken, the cover block became slightly detached. The trigger was able to disconnect from the cover block and the shuttle became loose in the cover block, which caused the staples to become misaligned. The damage to the trigger prevented the sample from firing properly. Based on the damage observed, it appears that unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming" was confirmed based upon the sample received. The sample was received with misaligned staples. Upon functional inspection, no staple fired. It appeared that the misalignment of the staples was preventing the staples from firing. The stapler was disassembled and it was found that the trigger was broken, where it connects to the cover block. The sample was sent to the manufacturing site for further investigation. Since the device was broken, the staples were unable to stay properly aligned. Based on the damage observed, it appears that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.